Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure, the right atrial lead exhibited pacing failure. The lead was removed and replaced and pacing and capture were successful. Patient was stable.